Event description:
Complainant alleged that during biomed testing, the device's shock button was sticking. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.